Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a recent patient event. The patient, a (B)(6) male, had experienced a witnessed cardiac arrest. A witness performed CPR for approximately 10 minutes until medical personnel arrived to continue care. Medical personnel observed that the patient did not have a shockable rhythm throughout the event; however, per their process, they would continually charge their device so that it would be ready to shock, if it were necessary. After the device powered off by itself, power was immediately restored with minimal delay by medical personnel and the device was used to continue patient care. The patient did not survive the event; however, the paramedic field supervisor (nremt-p), who was present at the time of the event advised that the device use did not contribute to the patient outcome due to the patient never being in a shockable rhythm. Additionally, each time the device powered off, power was restored with minimal delay.

Manufacturer narrative:
Physio-control evaluated the device and was able to verify that the device was unexpectedly switching batteries for the power source, in the middle of operation. This led to the reported loss of power, as the device would switch to the battery with a lower power level. Physio then removed multiple parts (contact pcb assembly, power pcb assembly, system cable assembly, aux power cable assembly and the battery wire harness) for additional testing in the failure analysis center. After manipulation of connection contacts between plug connector p11 and jack connector j11 located on the power pcb, fretting symptoms were observed which led to the reported loss of power. Once all of these parts were replaced, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.